Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number were not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported foot separation could not be determined. Factors that may contribute to foot separation include, but not limited to, interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract caused the needle to deflect and strike the foot resulting in the foot detachment. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
A user facility medwatch report was received and states: [perclose foot plate broke off during cardiac catheterization procedure.]. No additional information was provided.